Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: (B)(4) retention samples were inspected for male luer taper damage. Male luer taper damage was identified on four samples. Visual inspection of two returned contaminated samples identified male luer taper damage. Conclusion: the most likely cause is misalignment of the male luer rotate head for insertion of the male luer into the female luer. (B)(4) was opened for this device.

Event description:
It was reported that there was a failure of product to contain blood using 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter during use. No injury or medical intervention.